Manufacturer narrative:
Concomitant medical product: product ID: 407645 lead, implanted: (B)(6) 2012; product ID: 5867-3m adaptor and p439878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead had high/undefined pacing impedance. The lead had noise that could easily be reproduced with movement. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.